Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to shortness of breath and a "pounding heart." While being evaluated, twitching in the pectoral muscle was observed during left ventricular (lv) lead pacing. Lv pacing was turned off and the twitching ceased, so pacing was turned back on and further trouble-shooting revealed muscle stimulation in multiple lv vectors, but not with right ventricular (rv) pacing only. Performance data was reviewed, which showed a recent drop in lv pacing impedance. During the lead revision, it was noted that twiddler's syndrome had caused the right atrial lead which was already inactivated due to chronic atrial fibrillation (af) and lv lead to dislodge, and the rv lead was pulled back. The ra lead was explanted and not replaced; the rv lead was repositioned and is still in use; the lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.